Event description:
It was reported that the ilet screen was cracked to the extent that the touchscreen became unresponsive, consistent with a device display break and loss of user interface function. Symptoms included no adverse physiological effects, and blood glucose levels reportedly remained unaffected. Outcomes included the user reverting to an alternative insulin therapy to maintain glycemic management. Investigation included collection of device identifiers, confirmation of shipping details for a replacement device, and request for return of the damaged unit for evaluation and inspection of returned device. Investigation of this device revealed external physical damage to the device¿s display component that rendered the screen nonfunctional, consistent with mechanical damage to the user interface rather than an internal electronic failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact, not a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.